Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose rose to 457 mg/dl. The mother treated the customer's blood glucose with a bolus 10 minutes prior. Troubleshooting found the last time the customer received a bolus was at 7 a.m. In the morning. It was found the insulin pump passed a self-test during troubleshooting. Troubleshooting was also able to confirm the bolus history did not display all entries based on their recollection. The insulin pump also passed a high pressure test. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.